Event description:
Pt with intermittent atrial fibrillation in inpatient telemetry setting where philips intelivue mx 40 monitoring system is used. During a period of conversion back into afib, there were intermittent periods over a 20-minute timespan in which the waveforms were not visible, with inability to record/store waveforms. This has been an ongoing issue since an upgrade to the intelivue central stations and transmitters 3 months ago. It has been reported on various occasions to philips, who state this is an onsite issue that our facility needs to resolve. Other inpatients on the telemetry system have had intermittent monitoring failure as well during these episodes. Potential for adverse outcomes of concern.